Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular and back problems. It was reported that patient underwent cystoscopy durasphere injection on (B)(6) 2004 and (B)(6) 2005. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 and (B)(6) 2006 due to erosion of mesh. It was reported that patient underwent ventral herniorrhaphy with composix mesh repair on (B)(6) 2007. It was reported that patient underwent exploratory laparotomy with reduction of incarcerated internal hernia, lysis of adhesions, enclosure of the internal space and bladder suspension on (B)(6) 2008 .it was reported that patient underwent right inguinal hernia repair on (B)(6) 2009. It was reported that patient underwent bilateral inguinal/ventral hernia repair with mesh, modified left burch procedure bladder suspension on (B)(6) 2009. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.